Event description:
A malfunction identified as malf 12 was reported by the customer, who mentioned experiencing this issue at least three times previously with the same pump. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer by resetting the pump to allow continuation of therapy and sent a replacement pump with updated software. The customer agreed to return the problematic pump to tandem using the provided materials and understood the steps for setting the device into storage mode before sending it back.